Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 2 samples model 20039e were returned by the customer. It was reported that the smart site connector and smart site with extension set are not flushing. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water to confirm an open fluid path. The fluid paths of # samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. A device history record review for model 20039e lot number 21015462 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA ((B)(4)) has been initiated, and a team has been assembled in order to investigate the issue."

Event description:
It was reported that 2 smallbore 6 inch ext vlv were clogged during use. The following was reported by the initial reporter: "it was reported that the smart site connector and smart site with extension set are not flushing. Verbatim: "smart site connector and smart site with ext set not flushing.""